Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced issues with the touchscreen becoming unresponsive. The customer has noticed for the past week that the touchscreen was delayed in response time when pressed. Reportedly, the touchscreen has become frozen multiple times. Customer performed troubleshooting and touchscreen has become functional again.